Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2017-12-12. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2017-12-11 heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2017-12-11. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2017-12-11. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2017-12-11 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging and did not provide power to the controller. All associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries and one battery charger were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery charger revealed that the unit passed external visual inspection. Functional testing revealed that charging port two (2) was unable to charge a battery. Status led indicators of ports one (1) and two (2) displayed an orange-reddish color. Status led indicators of ports three (3) and four (4) were inoperable. Supplemental testing revealed a damaged fuse and diode in the charging circuit of port 2 and damaged leds in ports 3 and 4. It was determined that the battery charger was assembled with incorrect inductors, resulting in the damaged components. Supplemental testing also revealed that the battery charger had incorrect software installed. This could explain why the battery charger was blinking red, which could have been perceived as the battery charger not charging the batteries. As a result, the reported "battery charger blinking red and not charging batteries" was confirmed. Failure analysis of the returned batteries revealed that all of the batteries passed visual inspection and functional testing. All batteries were able to adequately charge and provide power to a test controller. As a result, the reported ¿batteries not providing power to controller¿ could not be confirmed. A review of the battery bat591291's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. The patient may have perceived the battery charger flashing red as not charging the battery. A possible root cause of the batteries not providing power to a controller may be attributed to a marginal connection between the controller and batteries. Based on the available information, a possible root cause of the reported battery not charging/flashing red when connected to battery charger can be attributed to an over voltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported battery charger not charging batteries can be attributed to improper assembly. The most likely root cause of the reported battery charger flashing red can be attributed to incorrect software installed. An internal investigation was initiated to investigate battery chargers assembled with incorrect inductors. An internal investigation was initiated to investigate battery chargers installed with incorrect software. Additional products: battery / bat591291; FDA method code(s): 10; FDA results code(s): 131; FDA conclusion code(s): 4307 battery / bat591282; FDA method code(s): 10; FDA results code(s): 213; FDA conclusion code(s): 67 battery / bat591288; FDA method code(s): 10; FDA results code(s): 213; FDA conclusion code(s): 67 battery / bat591289; FDA method code(s): 10; FDA results code(s): 213; FDA conclusion code(s): 67 battery / bat591292; FDA method code(s): 10; FDA results code(s): 213; FDA conclusion code(s): 67 battery / bat591286; FDA method code(s): 10; FDA results code(s): 213; FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.